Event description:
It was reported that there was a programming error. Rate option (ml/hour) was utilized while programming an infusion instead of the dose option (mcg/kg/min). The medication dosage was inadvertently placed in the rate field resulting in an over dose of medication. Customer stated they have since modified their guardrails to be programmed more adequately. There was no information of patient involvement.

Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339).

Event description:
It was reported that there was a programming error. Rate option (ml/hour) was utilized while programming an infusion instead of the dose option (mcg/kg/min). The medication dosage was inadvertently placed in the rate field resulting in an over dose of medication. Customer stated they have since modified their guardrails to be programmed more adequately. There was no information of patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.